Event description:
Patient had revision in (B)(6) 2013, of a rejuvenate stem, patient has had stability issues since then, cup anteversion was not what the surgeon liked, removed cup and replaced with titanium revision shell and a mdm construct.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.